Manufacturer narrative:
Product will be replaced when we are able to speak with the pt and obtain serial number of the meter. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist sent the pt a follow-up letter and reviewed the customer care advocate's documentation. In 2009, customer service received the pt's email in which the pt complained that a specific lot of one touch ultra test strips, code 22, were responsible for low blood glucose. The pt did not provide the type or name of the meter used with the test strips. The pt alleged that recent results with the lot had been high. After adjusting insulin to the results, the pt allegedly experienced "several lows afterwards." Results allegedly were elevated using the same test strips with other "one touch ultra [meters]) and compared to the physician's meter. Because results with the lot in question were allegedly "80 points" higher than results with the physician's meter, the pt complained that the strips had been giving her "false highs which were being falsely treated with insulin causing the lows." The results were not provided. With control solution, the results were both inaccurately high and low. In closing, the pt stated, "I have diabetes and I am pregnant, so these un-necessary lows are potentially dangerous to my pregnancy." Because the pt alleged that she had been adjusting insulin based upon "false highs" resulting in low blood glucose, the complaint is reported.